Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed approximately one year after primary implantation of a uka, due to collapse of the medial tibial hemiplateau. The available x-ray images clearly confirm the event, showing displacement of the tibial component, most likely secondary to bone failure. The underlying cause is difficult to determine and is likely multifactorial. Possible contributing factors include patient-specific bone quality, mechanical loading, and potentially incongruous movements. Based on the information provided, there is no evidence to suggest a device malfunction or manufacturing defect. Batch review performed on 11 february 2026: lot 2338953: (B)(4) items manufactured and released on 12-feb-2024. Expiration date: 2029-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 1 month post-primary due to tibial tray collapse, happened secondary to a bone collapse. All device revised successfully and gmk-revision implants were used.